Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. No damage was found on the catheter of the device. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; however, it was noted that there was a pinhole in the middle section of the balloon. Based on the available information, it is possible that factors encountered during the procedure, such as interaction with the scope, could have caused the pinhole and thereby generated the reported issue of balloon leaking during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre rx balloon was used in the papilla vateri during a dilatation assisted stone extraction (dase) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was inflated; however, it was noticed that the balloon was leaking. The procedure was completed with another cre rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.